Event description:
The customer reported that his insulin pump over delivered a few times. The customer is a certified pump trainer, and was setting up someone's pump, when he began experiencing low blood glucose levels. The customer treated, but later, his blood glucose levels dropped again. The customer stated he used a different pump, and had no problems. Once he went back on his pump, his blood glucose went low again. The customer had to adjust his basal rate settings in order for him not to drop again. Troubleshooting was not possible at the time of the call. The customer stated that he would call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.